Manufacturer narrative:
(B)(4). Service was requested and the field service representative performed the following: the pipettor probe was replaced, architect system software version 7.0 was installed, and an updated maintenance procedure for cleaning the pipettor/wash zone probe was installed. Calibrations were performed for the rsh, pipettor, and barcode. The process path, wash zones, trigger/pre-trigger manifold, pumps, and wash station were visually inspected and no problems were identified. Wash zone, trigger, pre-trigger, and background checks were within specifications. The result log was returned and reviewed. No static spikes were found for any results contained in the result log. A review of the architect service history for (B)(4) was performed and no other complaints for erratic results for patient samples were identified. The current rates for architect i1000sr erratic complaints/million tests and occurrences/million tests are below the internal rates documented at launch of the instrument. No adverse trends were identified related to this issue. The architect system operations manual lists probable causes and corrective actions for erratic results, and the b-hcg reagent package insert describes suitable specimens and precautions on result interpretation. Based upon the data available and the results of this evaluation of the architect i1000sr system, a definitive cause for the customer's issue was not determined, and no product deficiency was identified.

Manufacturer narrative:
The suspect medical device has changed from (B)(4). MFR # 3005094123-2011-00530 has been submitted to address this error.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Manufacturer narrative:
(B)(4). Architect pre-trigger solution list # 6e23-65, lot # 83653lf00. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated they have intermittently received error code 1005 "result cannot be calculated, final rlu read is outside the specification of the lowest calibrator" on the architect b-hcg assay. In addition, results on the architect b-hcg assay have not been reproducible. A patient generated a positive result of 64 miu/ml but when the sample was retested three days later, a negative result of <1.20 miu/ml was obtained. A second sample from this patient also yielded a negative result of <1.20 miu/ml. No impact to patient management was reported.